Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller asking for remaining longevity for prime ins. Settings are 1 group, 1 program, 3.8v, 210us, 50hz, 2 cathodes, 1 anode and use 24/7. Ins capacity at 2.97v as of today. When taking group imped, it was measuring at >4000, with no ma registering for current level. Estimate longevity was 38 months using palm calculator. Tss then reviewed therapy imped measurement given the group imped. 0/1=26,800; 02=35,000; 1/2 = 30 ,755; 1/3 = 19,474; 2/3 = 28,778. Tss reviewed this is likely why the ins battery isn't depleting much because there's open circuits and not much of a load on the system. The pt says the scs system is helping their pain. They will review next steps to see if they want to continue with current system or talk about replacing it as they would likely need to replace the lead since it's legacy lead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Cause was unknown. No actions taken at this time, issue is ongoing.

Event description:
Information was received from a patient who was implanted with an implantableneurostimulator (ins) for spinal pain. It was reported that their device was not working. Patient reported they were seen by rep and they had increased the voltage with no relief. Patient saw another rep on (B)(6) 2024; the rep noted problems/ a disconnect along the system and recommended patient see hcp for referral. Patient reported the following timeline: 1. Abdominal xray ordered to see placement of scs better 2. (B)(6) 2024, the generator that patient has now will be removed and a new one will be connected. If there is still a disconnect present, the generator will be removed, the wire cut, and the area closed. 3. (B)(6) 2024 patient is scheduled for a complete replacement system replacement. Patient included a letter from the hcp that reports: patient has had a number of generator changes, the last of which was performed by an hcp in 2019. Pt was doing well until some time in the last year when they lost stimulation. They were found to have abnormal impedances across the entire lead (after having normal impedances throughout the year prior). The presumption of a scs lead disconnection or break was made. The patient has had cessation of stimulation, and failed connectivity throughout the lead. This could be related either to a partial pull out of the lead from the generator, or to a fracture of the lead. Hcp reported they think the former possibility is more likely given that all impedances were normal as recently as 2023. Hcp would like to obtain an x-ray of the generator site, and to book herfor surgery to replace the generator and diagnose the connection. If there is no evidence of lead pull out seen in surgery, hcp will remove the old generator and distal lead, with plans to bring her back to the or at a future date for replacement of the remainder of the system. Hcp told patient that they would need to change the lead type if this were the case, since the lead she has is no longer in production.

Manufacturer narrative:
Continuation of d10: product ID: 3998, lot/ serial# (B)(6), product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.